Event description:
It was reported that while using the surgical fiber during a prostate procedure, visibility of the aiming beam was lost at 3,540 joules of use. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap was found to be drilled through. The cap was also found to exhibit detritus and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/ procedural factors encountered during the procedure, limiting the performance of the fiber.